Event description:
It was reported that the customer's usb charging cable was damaged with exposed wiring. There was no adverse effect to customer's blood glucose level. A replacement usb cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.